Event description:
Additional information was received from the patient. It was reported that they felt a burning at incision site and having more frequent seizures. They had trialed every program and was not able to feel stimulation. The patient reported they went to the hospital on 03/28 and was redirected to patient services (ps) because hospital does not know much about implant. Ps agent redirected to managing healthcare provider (hcp) to discuss issues further. The patient expressed frustration with device and stated got device replaced every 6 months to a year. Agent did not clarify further.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they had an unrelated procedure the previous wednesday and their ins site had a sore, rash, was painful and oozing. They also reported that their stimulator did not seem to be stimulating the way it did before the procedure, they said they did not feel the vibration at all, but if they turned it up higher then they could not go to the bathroom. They knew the machine worked, they had put it on to check and it worked. They said they did not have any of these problems prior to last wednesday, then said the sore rash started on thursday. They had called their hcp, but had not heard back. They were redirected to their hcp due to the medical nature of the issues. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Urinary retention. If information is provided in the future, a supplemental report will be issued.